Event description:
During the atrial fibrillation procedure, an air leak was noted. When the introducer was inserted into the right atrium, air was withdrawn when the dilator was removed from the sheath and flushed. It aspirated air several times but could not remove the air. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. Air contamination to the patient has not been confirmed. Only the dilator was inserted into the hemostasis valve. No additional venipuncture was performed.

Manufacturer narrative:
One 8f fast-cath introducer sheath was received for evaluation. The dilator and guidewire assembly were also received. Functional testing confirmed an air leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted in the distal face of the seal, on one side of the seal slit. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak remains unknown.